Event description:
It was reported 3 different handpieces failed before the start of a procedure. The error code "electrode failure" was received. After three attempts, the treatment was aborted, and the generator was going to be sent in for repair/inspection. It was unknown if the treatment was going to be rescheduled.

Manufacturer narrative:
Product ID: 8929, lot# 87142, product type: accessory. Product ID: 8929, lot# unknown, product type: accessory. Product ID: 8929, lot# unknown, product type: accessory. (B)(4). The handpieces have been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.